Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the dat test. The motor passed the motor test.

Event description:
It was reported that the customer had a low blood glucose level and a motor error alarm. Customer went to the emergency room due to a grand mal seizure brought on by a low blood sugar. Customer treated with food. Customer's blood glucose level was 187 mg/dl. Customer stated that she does not feel her lows or her highs. Customer was not admitted as an impatient for medical treatment. Customer was treated in the emergency room with food and was removed from the pump for 2 hours. Customer stated that a cat scan or MRI was done to check her brain. Troubleshooting was unable to be completed further because the pump was stuck in the rewind process due to a motor error. Customer will also receive a replacement belt clip. Customer's blood glucose level was 44 mg/dl at the emergency room. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.